Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was found cracked upon waking, after which the device would not power on and the user transitioned to backup therapy; the cgm was functioning and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status, no medical treatment, and no hospitalization. Investigation included complaint handling, user guidance on data sync and shutdown, arrangements for replacement and return, and review for device performance issues. Investigation of this case revealed a damaged display that rendered the device inoperable, consistent with physical damage to the enclosure/display assembly rather than an internal functional failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.